Event description:
It was reported to covidien on (B)(6) 2012 that patient expired on (B)(6) 2012. The customer states that a female patient approximately (B)(6) years old was treated with a rfa ablation procedure on (B)(6) 2012. The patient was obese, diabetic, and a heavy smoker. The patient was presented with an active ceap 5 ulcer. The rfa ablation procedure went very smoothly without complications. The rvt noted that distal tip of the closurefast catheter was over 2 cm distal to the sfj and postoperatively the junction was examined via ultrasound and any sign of dvt was ruled out. The patient returned to work. The patient passed away over the weekend on (B)(6) 2012.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.